Event description:
It was reported that the insulin pump alarmed motor error. Customer was sleeping and tried to enter a bolus when awakened and the device rewound and alarmed motor error. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable able to complete the rewind sequence. Blood glucose value is 17.0 mmol/l; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and passed. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump also had a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.